Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient encountered a power-on-reset (por) message while charging. The patient noted that they had "probably been around medical equipment." During the call they were able to clear por and turn stimulation on/recharge. The issue was considered resolved. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.